Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-may-2018 with the following findings: black box data revealed evidence of battery alarms following power on reset on 7 and (B)(6) 2018. On investigation the pump powers on intermittently with both the returned battery cap and a test battery cap. The battery cap is able to fully tighten. Evidence of moisture contamination inside battery compartment and underside of battery cap is confirmed. During investigation, with a fully charged battery installed, battery life indicator only displayed two bars. No moisture leaks were found during leak testing. There was no evidence of additional moisture inside the pump. Electrical current draws failed due to moisture contamination. Battery life indicator only displaying two bars due to moisture contamination.